Event description:
The fixator was applied to treat a distal radius fracture. Subsequent to device application, the pt presented at the md's office with the distal ball joint loose. The fixator was tightened. There was no injury to the pt.